Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the sensing electrodes. Patient also reported falling and breaking ribs, making the lifevest uncomfortable to wear. There are no allegations that the lifevest contributed to the fall or broken ribs. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician recommended using cream on the irritation. Follow up indicated that the cream is helping with the skin irritation.